Event description:
It was reported that the customer was hospitalized with dka. Doctor said this is the second dka hospiatalization since beginning pump therapy. Troubleshooting was conducted and the pump did not alarm during the high pressure test. The doctor feels the unit is not functioning properly and requested a replacement.